Event description:
Pt was giving cardizem & tried to record strip (EKG) prior and after- unable to record: had other occasions when same incident occured once during a code and once during possible v tach all 3 times recorder would not function. Each time occurrence happened in different location.